Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of dystonia, who had an implantable neurostimulator 37612 activarc mvd for deep brain stimulation, suspected that the stimulator was displaced. No surgical intervention was performed or is planned. It was recommended that the patient return to the hospital for examination. The resolution status was unknown at the time of the report, and the device remained implanted and in service. No patient complications have been reported as a result of this event.